Event description:
The user facility had reported an incident in which a video colonoscope was used. The device was used for a colonoscopy perfomring a diagnostic procedure. According to the user facility the device has no visible signs of damage or problems, but the dr had to abort the procedure due to a perforation of the pt's bowel. The pt was taken immediately to the surgery room to have a laparotomy to fix the perforation.